Manufacturer narrative:
Additional information: one 25ga+ probe was returned for poor cutting. For this complaint file, the final customer lot was identified. For this final lot, six component probe lots, manufactured in march and april 2015, were used to make up the final lot. A device history record review for each of the six lots was conducted. According to the device history record reviews, two lots were reprocessed for anomalies that did not contribute to the customer complaint. The product was released based on the product¿s acceptance criteria. No additional investigation is required based on device history record reviews. Four lots had no anomalies found during the device history record reviews. A complaint lot history examination indicates there was one other complaint for the reported issue. The complaint sample was visually inspected and deemed conforming. An actuation test was performed and deemed nonconforming. No cutter movement was present. An aspiration test was performed and deemed conforming. Cut test was deemed nonconforming as the cut test could not be performed due to the lack of cutter actuation. The probe was disassembled and the components inspected. There was approximately 20-30 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. There was significant resistance when removing the inner cutter from the needle. Wear marks were present at the bend area. The tip of the inner cutter appears slightly bent. The complaint evaluation does confirm the probe did not cut. The most likely root cause of the poor cutting appears to be from a combination of the cutting edge becoming worn from its 20 to 30 minutes of surgical use and from the bent inner cutter tip that will impede the movement of the cutter shaft. How the tip became damaged during the surgical use cannot be determined from this evaluation. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use greater than this typical timeframe. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a procedure the vitrectomy probe had poor cutting. The surgery was completed using an alternate probe. There was no harm to the patient.